Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device etco2 (end tidal carbon dioxide) port was broken, there was patient involvement; however, no health consequences or impact.